Event description:
The customer reported that the flexible/waving hose holder with flexible hose fell down from ceiling rail.

Manufacturer narrative:
When investigation is completed a f/u report will be sent to the FDA. (B)(4).